Event description:
It was reported that prior to a biopsy procedure, the outer package was allegedly damaged. It was further reported that sterile barrier allegedly breached. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of five for this event. As the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. However, five photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of five for this event. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Five electronic photos was provided for review. First photo shows the device in a package where the package seems distorted. Second photo shows the device in a another package where the package seems distorted. Third photo shows the device in another package where the corner of the package got damaged. Fourth photo shows the device in a package where the package is damaged. Fifth photo shows the damaged outer package. Therefore, based on the photo review, the investigation for the reported failure breach of sterile barrier can be confirmed as there were proper evident provided. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 03/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a biopsy procedure, the sterile barrier was allegedly breached. There was no patient contact.